Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The patient underwent a revision procedure and this product was explanted and replaced. No further adverse patient effects have been reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.